Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. Once the investigation has been completed, a supplemental report will be submitted with the investigation results.

Event description:
The following additional information regarding the reported event was received: additional information was requested from the customer; however, it was confirmed that the details are unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reason the scope which was used for a patient with creutzfeldt-jakob disease was later used on another patient was unidentified. This complaint is considered information with no evidence of failure of an olympus device. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿warning the cleaning, disinfection, and sterilization methods described in this instructions for use and in the electronicized package inserts for this product do not eliminate or inactivate prions that are referred to as etiologic agents of creutzfeldt-jakob disease. If this product is used in patients with creutzfeldt-jakob disease or variant creutzfeldt-jakob disease, it should be used as a device exclusively for patients with creutzfeldt-jakob disease or variant creutzfeldt-jakob disease or discarded in an appropriate manner after use. Follow various guidelines for the management of creutzfeldt-jakob disease." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, a screening procedure was performed on a patient with creutzfeldt jakob disease (cjd). The subject device may have been used on another patient before the cjd was discovered. A request for additional information is in progress. This event includes three reports as follows: (B)(6): jf-260v, 2513958, (B)(6): gf-uct260, 7620404, (B)(6): gif-h290z, 2500593. This report is 2 of 3 for (B)(6): gf-uct260, 7620404.